Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that the stylet was actually cut, but it was not cut when it was removed (it was close to being cut), and it broke when it was pulled outside the body. There was no reported patient injury. No other information was provided.

Event description:
It was reported that the stylet was actually cut, but it was not cut when it was removed (it was close to being cut), and it broke when it was pulled outside the body. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the stylet is confirmed and was determined to be use related. One stylet with its t-lock assembly attached was returned for evaluation. An initial visual observation showed blood use residues along the returned product. It was observed that the stylet was unraveled towards the distal of the t-lock assembly. A microscopic observation revealed the proximal break site of the core wire to be elongated with observable narrowing of the fracture site. The fracture surface of the proximal break site of the core wire was observed to be granular. The distal core wire break site could not be observed due to the coil wire obscuring the core wire. The distal weld tip of the coil wire was observed to be present along the distal end of the device. A break in the coil wire was observed. The fracture surface of the proximal and distal break site of the coil wire was observed to be granular. Sharp fracture edges were observed along both the proximal and distal break sites of the coil wire. No significant deformation of the coils were observed at the distal break site. The proximal break site of the coil wire was observed to have some elongation of the coil adjacent to the break site. Inspection of the core wire and the coil wire at the break site of the stylet revealed damaged caused by tensile, or pulling forces applied on the stylet core wire as well as damage caused by a sharp instrument observed along the coil wire. The use of sharp instruments with the stylet and pulling the stylet while resistance is observed may cause the device to fracture or fray. This complaint will be recorded for future trending and monitoring purposes.